Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. Product was provided for investigation. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded, and it passed. The allegation was not confirmed. The probable cause was unable to be determined via product.